Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with mild calcification. The 2.5x38mm xience skypoint stent delivery system (sds) was advanced to the target lesion and during positioning a distal end dissection was noted. The stent was implanted; however, further post dilatation was performed to further treat the dissection. The dissection was resolved. There was no adverse patient sequela. No additional information was provided.